Event description:
Spontaneous. Pt reports there was blood in the line when she disconnected IV connect. Pt reconnected and bleeding stopped. Pt can see medication is infusing. No harm to pt, no disruption in therapy. Lot number is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual tubing available for investigation? No; did we [MFR] replace the tubing? Yes; did the pt have add'l tubing they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.